Manufacturer narrative:
(B)(4). Statement from our manufacturer: received one piece of used, approximately partially filled of easypump ii lt 100-50-s in open packaging. In as received condition, clamp clip was closed and wing cap was not handed over by the customer. Big top cap was opened and filling port was closed with discofix cap. Residue of solution was not detected at the filling port. Crystallized residue was observed at the patient connector and in the gap between glass tube and microbore tube. Clamp clip of the returned sample was opened, solution was not flowing. Since the returned sample was contaminated with cytotoxic drug (5fu), de-contamination process was carried out in order to proceed for further investigation. Analysis: after decontamination process, leftover solution in the tubing was purged out with 3 way stop cock. Blockage was observed. The crystallized residue still stuck in the tubing which caused the blockage. Tubing was dissected with the cutter. Observed crystallized residue was stuck at the lumen of the glass tube. Due to the blockage issue, further investigation of water flow rate test cannot be proceeded to justify the complain of slow flow rate. Conclusion: the slow flow rate complaint is not judgeable as the complaint sample is blocked. Justification: not judgeable.

Manufacturer narrative:
(B)(4). We received one used (filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected at the sample. In as-received condition the white clamp was closed at the sample. The patient connector was not closed; the original wing cap was not handed over by the customer. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and the patient connector (lla-cone) of the sample was closed by drug residues. A functional test respectively a leak test was carried out. After opening the white clamp the pump did not work (solution was not running). Then the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). Leakages were not detected at the received sample. The received sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in the (B)(4)): the pump was not empty after 2 days.